Event description:
Information from clinical trial database. One hour after the procedure, the patient presented with right hemiparesis and aphasia (connection) compatible with an extended thrombosis in the anterior choroidal artery. Mr with diffusion images confirmed an ischemic lesion in the anterior choroidal artery territory. An angiographic study showed the almost complete lack visualization of the anterior choroidal artery. Hyperselective administration of 3 mg. Of reopro. The patient completely recovered and its neurological exam was normal 1 week after the procedure. The patient was found "comateous" 17 days after the procedure and CT scan showed a brainstem hematoma. The patient died on day 20. Coils used: model number, product name - x-6-12-t10-mc, nexus tetris 3-d csr micrus ultipaq 3x4.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. Foreign countries registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in foreign countries enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.